Event description:
A caller reported a minimum fill notification regarding their insulin pump. The customer's blood glucose level at the time of the event was 17.5, which was within the normal range of 54-500 mg/dl. The initial attempt to resolve the issue by reloading the original cartridge was unsuccessful. However, after guidance from technical support, the caller successfully filled and loaded a new cartridge onto the pump, allowing them to resume insulin delivery.